Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. During examination, it was noted that there was noise on the right ventricular (rv) lead. The clinician noted that the noise was reproducible. Programming changes were discussed but not performed at this time. The patient was in stable condition.